Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. This is a similar device report, a similar device of the reported device was sold to us, the reported device is not marketed in the us.

Event description:
It was reported that there was an issue with nr893m - enduro meniscal component f3 16mm, left knee. According to the complaint description, the device axle was broken. A revision surgery was necessary. The outcome was "satisfactory". Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Involved components: nr860k - enduro locking nut f/rotation axis - lot 52769280.